Event description:
Surgical procedure on patient's foot, 10/2001, utilized water activated heat pack in conjunction with resorbable plate. It was reported that during this procedure, the activated heat pack was placed on the patient's leg causing a burn to the right inner thigh.